Manufacturer narrative:
H6 patient code: 2348,2193,1888,2601,2422,2091,3189 - surgical intervention, 3191 - reflux, burping additional b5 narrative: it was reported that following insertion the patient experienced adhesion, scarring, pain, cramp, bleeding, bloating, swelling, reflux, and burping. It was reported that patient underwent revision of mesh on 02/07/2017 due to obstruction.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.